Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said the healthcare provider (hcp) did an x-ray which showed the implanted system had somehow became "unlocked". The patient confirmed they meant the lead had become dislodged, but the stimulator was "stimulating". No patient symptoms were reported and no further complications have been reported as a result of this event.